Event description:
Literature was reviewed regarding t-wave oversensing (twos) after pacemaker implantation. The authors described a patient who experienced slight palpitations approximately five days post implant. Intracardiac electrocardiogram (ECG) showed the paced qrs falling off when the patient got up to go to the bathroom which was caused by twos. The lead was reprogrammed, and this resolved the twos. The lead remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: t-wave oversensing after implantation of pacemakers with automatic sensitivity adjustment in patients with atrioventricular block. Pacing and clinical electrophysiology. 2024; 47:561¿563. Doi: 10.1111/pace.14773. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.